Event description:
Elbow upcoming revision due to dislocation and recurrent infection. The patient had an ingrown humeral component and a loose ulnar component. Additionally, he has a functional spacer with the ulnar component. The patient previously sustained a radial head fracture, which was treated with a radial head replacement that later became infected. Following this, the patient developed post-infectious arthritis. As a result, a total elbow arthroplasty was performed on (B)(6), 2025, using an uncemented, unlinked tema elbow: - humeral stem #h8 right (part code 1504.14.081, lot number 2001336, sterilization (B)(4)). - humeral body large right+screw (part code 1550.15.121, lot number 2421975, sterilization (B)(4)). - ulnar body large right + screw (part code 1552.14.021, lot number 2309994, sterilization (B)(4)). - ulnar liner - large right (part code 1560.50.021, lot number 19at1cs, sterilization (B)(4)). - ulnar stem #u6.5 (part code 1575.14.040, lot number 2002823, sterilization (B)(4)). This procedure was complicated by dislocation and recurrent infection. The patient is a male, date of birth (B)(6) 1992. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing and sterilization charts, no pre-existing anomaly has been discovered in the items belonging to the same lot numbers as the those involved in this event. We will submit a final MDR as soon as the investigation is complete.